Manufacturer narrative:
Philips service replaced the power inverter and recalibrated the tube, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was an x-ray failure during clinical use; patient on table on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.